Manufacturer narrative:
The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) units of 240ml exactamix eva tpn bags had leaked from the middle port. This event occurred after compounding the device with an unspecified solution. It was further reported that the port was not accessed or used prior to the leak. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.